Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to fluid loss from a fracture in the left cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.